Manufacturer narrative:
The information has been received which was not included with the initial report. The information has been provided with this report.(B)(4).

Event description:
The carelink report showed that 15 units were delivered via the bolus wizard, 300 grams of carbs were entered, and the bolus wizard recommended 16 units, but the maximum bolus of 15 units were delivered. The customer was asleep and does not recall using the pump or pressing on the pump during their sleep.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose of below 40 mg/dl at the time of the incident. The customer used food to treated the low. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated the pump delivered 15 units without their input while they slept. Troubleshooting was not completed as the customer was in a hurry. The insulin pump will not be returned for analysis.